Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the device found that the stent was detached from the sds and damaged its entire length. As part of the analysis, a review of the manufacturing data for the stent profile was performed and no anomalies were noted. The maximum crimped stent profile measurement at the time of manufacture was within specification. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. Stent crimp markings were present on the balloon body indicating that the stent was crimped to the device prior to manufacturing. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner, outer and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the 70% stenosed target lesion was located in the non-tortuous and mildly calcified lesion.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the distal left anterior descending (lad) extending to left main (lm) bifurcation. During the procedure, the stent was not totally dislodged from the stent delivery system (sds). The physician attempted to remove the stent together with the guide catheter. However, during withdrawal, the stent was dislodged inside the artery sheath. The physician then removed the artery sheath from the patient's body, opened it and removed the dislodged stent.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 4.00x16mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, the stent was dislodged inside the patient¿s body. The procedure was not completed because of unavailability of the same device. No patient complications were reported and the patient's status was stable.